Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery, high and low readings and button error from the insulin pump. The customer had a low reading of 32 mg/dl. The customer also had blood glucose of 386 mg/dl. The customer stated that he had a couple bottles of orange and some other sweets. The customer treated the high readings with the pump. The customer stated that he had too much insulin. The customer also stated that he cannot deliver insulin with the pump. The customer was advised of the no delivery alarm. The customer declined to troubleshoot the pump.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.